Manufacturer narrative:
The field service engineer found that the pre-wash sipper was bent. The sipper was replaced, adjusted, and decontaminated. The sample probe was also decontaminated. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys vitamin d assay, roche diagnostics elecsys anti-tg, roche diagnostics cobas elecsys anti-tpo, elecsys hcg + beta test system, elecsys cortisol ii, elecsys estradiol ii assay, elecsys ferritin, elecsys insulin, elecsys prolactin assay, elecsys dhea-s, elecsys shbg, elecsys t3, elecsys ft3 iii, elecsys ft4 ii assay, elecsys testosterone ii assay, and elecsys tsh assay results from 146 patients on a cobas e 801 module. Refer to the attachment to the medwatch for all patient data. The results were reported outside of the laboratory. The vitd reagent lot is 63013600 and the expiration date is 28-feb-2023. The atg reagent lot is 59537500 and the expiration date is 28-feb-2023. The atpo reagent lot is 62431500 and the expiration date is 30-nov-2022. The cort reagent lot is 59557200 and the expiration date is 31-jan-2023. The ferr reagent lot is 60273100 and the expiration date is 30-jun-2023. The insulin reagent lot is 58453100 and the expiration date is 31-mar-2023. The prolactin reagent lot is 58011900 and the expiration date is 31-may-2023. The dheas reagent lot is 57284000 and the expiration date is 28-feb-2023. The shbg reagent lot is 61191400 and the expiration date is 30-jun-2023. The t3 reagent lot is 58013200 and the expiration date is 31-mar-2023. The testosterone reagent lot is 55573600 and the expiration date is 31-dec-2022. The tsh reagent lot is 63196600 and the expiration date is 30-sep-2023. The hcg, estradiol, ft4, and ft3 reagent lots and expiration dates were requested but not provided.

Manufacturer narrative:
The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.